Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. No delivery anomaly, bolus anomaly or basal anomaly noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer reported they had been in the hospital twice because the pump wasn't working anymore. It was sending the patient in to the hospital with diabetic ketoacidosis. Patient's blood glucose at time of incident was more than 600mg/dl. Patient's current blood glucose was 309 mg/dl. The customer treated high blood glucose in hospital. The customer was treating for diabetic ketoacidosis, and was on insulin drip and no food by mouth. The customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated the drive support cap was loose. The customer reported that one side of drive support cap was indented, other sticking out, and cap was crooked. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.